Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen being expelled from the cartridge tubing. Customer's blood glucose level was 114 mg/dl. Reportedly, a new cartridge was loaded and insulin delivery was successfully resumed.